Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer's blood glucose was 239 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer reported that they would get too much insulin when they change the infusion set and blood glucose would go low. Troubleshooting for low blood glucose was done and there were no issues found. The insulin pump will not be returned for analysis.